Manufacturer narrative:
(B)(4). D10: unknown head. Unknown tm shell. G2: foreign ¿ australia. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to dislocation. It was confirmed that no further information could be provided.